Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit doesn't work on batteries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) unit doesn't work on batteries. There was no patient involved.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the batteries to resolve the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.